Event description:
It was also reported that the numbers on the insulin pump scroll up with out any input from the customer. Unable to perform troubleshooting. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.